Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), after valve deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach. As the commander delivery system was being removed, it appeared to have hooked the distal tip of the esheath and inverted the inner clear plastic of the sheath on itself. The esheath was removed without incident. Upon removal of the sheath, delamination was noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: post-procedural device image shows a full circumferential liner delamination at the distal end of the sheath. Post-procedural device video shows the remaining liner expanded as designed and sheath shaft curvature. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''as the commander delivery system was being removed, it appeared to have hooked the distal tip of the esheath and inverted the inner clear plastic of the sheath on itself.'' Per review of provided post-procedural imagery, the sheath liner presented a full circumferential liner delamination at the distal end of the sheath. A post-procedural device video showed the remaining liner expanded as designed and sheath shaft curvature. Sheath shaft curvature can suggest presence of vessel tortuosity. It is possible that patient factors such as calcification, vessel size, and/or tortuosity may contribute to withdrawal difficulty of the delivery system. Calcification and undersized vessels can create a constrained condition, while calcification and tortuosity can create sub-optimal angles and lead to non-coaxial withdrawal of the delivery system through the sheath. However, insufficient patient information was provided. It is likely that the sheath liner was delaminated by the delivery system catching onto the liner during the withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal difficulty) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.